Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be verified as the suture, posterior needle tip, link and posterior cuff were not returned for analysis. Analysis of the returned device found the anterior cuff was broken sporadically, the broken pieces were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It may be possible that the plunger was not fully depressed flush with handle body such that contributed to the reported difficulty. However, as the suture, posterior needle tip, link and posterior cuff were not returned, a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was removed, no suture was attached to the needles for two proglide devices. Manual compression was held prior to conversion to cutdown. The evar procedure was completed. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.